Event description:
It was reported that the right ventricular (rv) lead has undersensing seen on stored electrogram. The lead remains in use. It was further reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing seen on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.